Event description:
It was reported that the zimmer dermatome was noisy and cutting too much skin. Additional clinical follow up with the hospital indicated that there was no additional information available regarding what was meant by cutting too much skin. However, it was reported that there was no harm, additional donor harvest, or medical intervention required. There was an alternate device immediately available to complete the planned procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 12 years old and has never been returned to the manufacturer for repair. Initial inspection of the device identified damage to the head and control bar. The device was out of calibration at the zero, .01 and .02 inch thickness settings. The motor speed could not be determined and was noisy. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.